Manufacturer narrative:
New information required the addition of a device code. A conclusion code was also removed.

Event description:
Additional information received from the consumer reported that the high impedances began sometime after (B)(6) 2014. The patient had stumbled and fallen, but it had not been major. It was unknown when the falls occurred. He had x-rays and CT scans were performed, which had not shown any problems. The implantable neurostimulators (ins) were eventually replaced due to normal battery depletion. Refer to manufacturing report #3004209178-2016-05848 for the continued high impedances with the 2015 implant.

Event description:
It was reported that the patient had very high impedances of 24,000 or 25,000 on contact 1 which was the patient¿s active contact. High impedances were discovered on the morning of the date of this report but it was unknown when they had started. The patient had had a battery replacement on (B)(6) 2014 and operative reports indicated impedances were normal at that time. Impedances had not resolved and the cause was unknown. It was unknown if it was device related or if there were any lead fractures. No troubleshooting, interventions or other actions had been taken. Therapy was affected. No outcome was provided. Additional information could not be obtained at the time of the report. Reference manufacturer¿s report number: 3004209178-2014-22822.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# v411494, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).